Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od). The patient reported she has some glare at night. The lens was implanted on (B)(6) 2013 and remains implanted. The facility reported the condition has been ongoing and is caused by the patient's large pupils. The patient's prognosis is good and the post-op bcva is 20/20.

Manufacturer narrative:
Pt weight: unk. Event date: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, she was experiencing some subjective disturbances ("glare at night") following icl implantation in 2013. According to the dcr, dated on (B)(6) 2014, the reported event was not caused by a device but was attributed to the patient factor (large pupil). No additional medical or surgical intervention was done or planned. Lens remains implanted and patient prognosis was good (va 20/15). It should be noted that subjective visual disturbances ("glare/halos") have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, the cause of the event has been attributed to the patient factor (large pupil) and was not caused by a device. (B)(4).